Event description:
It was alleged that there was no suction and the device would not irrigate during the procedure. A second wand of the same lot was utilized and the same problem occurred. The procedure was successfully completed using a competitive device. No patient injury or other complications were reported. Report 2 of 2.

Manufacturer narrative:
Visual inspection under magnification showed moderate electrode wear with a significant amount of dried tissue present under the electrodes and around the spacer. There were no manufacturing abnormalities visually observed. Functional evaluation revealed that the returned device performed as intended. The suction line was tested and saline flowed throughout the line with no hesitation. The complaint could not be verified as the suction and saline lines performed as intended during functional evaluation. The root cause could not be determined with confidence as several factors can contribute to the failure, including insufficient suction pressure, build-up of tissue within the lumen and not having the roller clamp set wide open for continuous flow. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.